Manufacturer narrative:
In the case description, the user mentioned receiving multiple boluses that were potentially uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed that multiple boluses were delivered on the date of occurrence (30dec2025). The audit log files showed no carbs or glucose values entered for these boluses. The engineering log files showed that for each bolus, the bolus button was pressed to open the bolus calculator, the total bolus volume was manually adjusted one digit at a time before the next button was pressed to transition to the confirm bolus screen, and the confirm button was pressed to begin bolus delivery. The log files showed evidence of interaction with the controller to program and deliver the reported boluses. No evidence of an uncommanded bolus was observed in the available logs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs7byj9. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2025, they fell asleep during a massage session and were unable to wake up due to a low blood glucose level of 30 mg/dl. The pod was worn on the abdomen for an unspecified period. The patient was transported to the hospital via ambulance and remained admitted for approximately four hours. Treatment consisted of intravenous glucose, and the patient was discharged the same day. It was further noted that the patient¿s omnipod history showed multiple instances of bolus administration resulting in low blood glucose levels, as the patient was manually entering total bolus amounts rather than using the bolus calculator feature. Education was provided to the patient on appropriate use of the system¿s bolus calculator. The patient could not recall if a manual bolus was commanded on the day of the hypoglycemic event.